Manufacturer narrative:
A reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under complaint, (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the device's service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use. (B)(4).

Event description:
The customer reported that they experienced a delivery failure with the inomax dsir plus while on a patient. The customer stated that the patient who had been previously treated with extracorporeal membrane oxygenation (ECMO) was in the operating room for a decannulation of the ECMO catheters. The customer reported that the patient was initiated on nitric oxide (no) while in the operating room at 20ppm no. The customer stated that the inomax dsir plus was operating correctly with no alarms while the patient was in the operating room. The customer reported that the patient was removed from the anesthesia device and transported to the cardiovascular intensive care unit (cvicu) utilizing the inomax dsir plus's inoblender at 20ppm no. The customer stated that upon arrival in the cvicu the patient was placed onto a maquet servo-I ventilator at the following settings, mode sprvc, rr40, vt42cc, ps10, peep 10cmh2o, pip 21, and fio2 100%. The customer reported that shortly after switching the patient from the inomax dsir plus's inoblender to the inomax dsir plus, the staff noted a continuous audible alarm tone with the inomax dsir plus displaying an alarm message of delivery failure. The customer stated that the patient then became hypoxic with their oxygen saturation (sao2) decreasing from 39mmhg to 26mmhg as measured by an indwelling arterial line. In addition, the customer reported that the patient's oxygen saturation level decreased from 75% to 45% as measured by pulse oximetry. The customer stated that his staff immediately implemented the integrated pneumatic back up switch on the inomax dsir plus in order to continue to provide no to the patient. In addition, the customer reported that the patient was administered vasopressin and the level of epinephrine that the patient was receiving was increased due to the patient's hypoxia. The customer stated that they then switched to manually ventilating the patient with the inomax dsir plus's inoblender at 20ppm no in order to switch out the device to a backup inomax dsir plus. The customer reported that the entire acute episode lasted fifteen minutes and that it took two hours to fully resolve. The customer stated that he believes that the event was related to a device malfunction. The customer reported that he believes that the event was related to an abrupt withdrawal of nitric oxide. The customer stated that he felt that the event was life threatening due to the level of the patient's oxygen desaturation and the need for medical intervention in order to prevent further decompensation as this was a medically frail patient. The customer reported that the event did not result in any permanent impairment or damage to the patient. The device was returned for investigation. On (B)(6) 2021, an internal employee performed a routine service log review for inomax dsir plus (B)(4) and discovered a delivery failure alarm due to an apparent ipl (inter-processor link) failure. This service log finding meets the criteria of a reportable malfunction. This MDR is for the reportable device malfunction. The adverse events, oxygen desaturation and hypoxia, that were experienced by the patient are reported in MDR 3004531588-2021-00128.